Manufacturer narrative:
(B)(4). Corrected information: adverse event or product problem, type of reportable event¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: can you clarify the lot number that had the needle breakage? Mjh904. Which lot is involved in this event: mjh904 or mlq796? Mjh904. Additional investigation summary: an opened sample of product code eh7144, lot # mlq796 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle were found. Additional investigation summary: a dispensed needle/suture combination of product code eh7144, lot # mlq796 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle were found.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the lot number that had the needle breakage? Which lot is involved in this event: mjh904 or mlq796?

Event description:
It was reported that a patient underwent a toe amputation on (B)(6) 2019 and suture was used. The needle broke (cut) when suturing toe amputation wound. There were no adverse patient consequences reported.